Manufacturer narrative:
(B)(4): on investigation, the keypad cover is lifting and peeling from below the ok keypad button extending to the up arrow keypad button, exposing the keypad flex. Testing confirmed that there is no response of the up arrow, down arrow or ok keypad buttons when pressed. The keypad was not able to be tested; all of the button contacts for the up arrow, down arrow and ok keypad buttons are missing. The contrast button contact was in place and the button responded when pressed. The audio bolus button was found to be fully operational and had appropriate auditory reading and operational audible and vibratory alarms. The keypad cover was removed for investigation and revealed contamination under the contrast button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Dad reports rubber keypad peeling up from the top of the pump down, still attached, but flapping - started to pull up over a wk ago. Dad reports daughter was having to push buttons multiple times and now the buttons do not respond. It is unknown whether the patient was having issues with the buttons before or after the keypad peeling. There was no adverse event associate with this complaint. The pump was replaced.